Event description:
A lasso catheter tip broke off inside a patient's mitral valve during a scheduled pulmonary vein isolation procedure. The physician reported no undue force was used on the device and it had performed well until the incident. Attempts to snare the catheter piece were unsuccessful. A cardiologist will perform an elective foreign body remove on the patient. The lasso catheter used had been reprocessed by stryker sustainability (formerly ascent). It was a 12 mm d curve ep catheter. The OEM is biosense webster.